Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded.

Event description:
During preparation, it was reported that the guidewire was placed in a saline tray for 30 seconds and the physician found a small coating of substances floating in the tray. The device was not used in the patient.